Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles, suffering from sinusitis twice and feeling dizzy. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the country of occurrence as us whereas it should have been hong kong. The reporter country has been corrected in the current report.